Event description:
It was reported that a patient experienced a cardiac tamponade, cardiac perforation, and pericardial effusion on the same day of a pulsed field ablation procedure (pfa) using a faradrive sheath and farawave nav catheter. The study deemed the event likely related to the sheath. Hospitalization and additional intervention were required following the event. No further information was provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Manufacturer narrative:
B5: describe event or problem - updated. D1: brand name- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. D2b: pro code (product code) - updated. D4: unique identifier (UDI) - updated . D10: concomitant product/therapy- updated. H6: patient codes- updated. H6: impact codes- updated. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that a patient experienced a cardiac tamponade, cardiac perforation, and pericardial effusion on the same day of a pulsed field ablation procedure (pfa) using a faradrive sheath and farawave nav catheter. The study deemed the event likely related to the sheath. Hospitalization and additional intervention were required following the event. No further information was provided. It was further reported that the patient with a history of paroxysmal atrial fibrillation (paf), hypertension, syncope, transient ischemic attack (tia), nonsustained ventricular tachycardia (nsvt), and a pituitary brain aneurysm underwent an elective atrial fibrillation ablation. Post-procedure, the patient became hypotensive and was found to have a large pericardial effusion with cardiac tamponade, requiring emergent bedside pericardiocentesis and massive transfusion protocol (mtp). The clinical course was complicated by abla, ileus, shock liver, and a new diagnosis of heart failure with reduced ejection fraction (hfref). The patient improved and was discharged home six days post procedure. Follow-up echocardiogram on twenty-one days post procedure showed a normal pericardium with no significant effusion, and the patient was reported to be doing well.